Manufacturer narrative:
Since no device malfunction was identified during the evaluation, a hypothesis was considered that the concavity could have resulted from the tubeset hose becoming disconnected from the mattress while it was still operating in alternating mode. To assess this possibility, an internal simulation was conducted to evaluate whether such a disconnection could influence mattress performance. Testing under two conditions¿disconnecting the tube-set after pump shutdown and stabilization, and disconnecting it while the pump was still running¿showed that the mattress consistently returned to its original shape and pressure levels as designed. No adverse performance effects were observed, and no malfunction was identified. Therefore, the hypothesis that the patient¿s pressure injuries could have been caused by an incorrect tube-set disconnection technique was not supported by the test results. The customer provided additional information indicating that the patient had a very small ulcer prior to using the velaris mattress. After one month of use, the wound deteriorated, and its size was described as being close to the size of a softball ball. A review of the product's instruction for use shows that the velaris hybrid mattress system is intended to be used as part of a comprehensive pressure injury management protocol, which explicitly includes regular repositioning, nutritional support, and skin care (IFU, intended use section). The IFU also emphasizes that the hybrid mattress represents only one aspect of care, and that if wounds do not improve, or if the patient¿s condition changes, the overall therapy regimen must be reassessed by a healthcare professional. This aligns with the international epuap/npiap/pppia clinical practice guideline, which states that support surfaces alone cannot prevent pressure injuries and that regular repositioning is required regardless of the type of surface used. The velaris mattress is a hybrid foam-air system. Each cell contains both foam and air. When the patient changes position, air passively redistributes between the sections, allowing the surface to adjust and help redistribute pressure. This process occurs automatically and does not require the use of an active pump. No abnormal behavior of this mechanism was observed during the investigation.' The repositioning frequency and methods¿individualized according to the patient¿s tolerance and risk factors¿are essential. According to prevention and treatment of pressure ulcers/injuries: quick reference guide prevention recommendations. The international guideline. Forth edition (25 february 2025): "it is good practice to determine appropriate and individualized repositioning intervals based on comprehensive assessments of the individual's" and "it is good practice to assess for signs of early skin and tissue injury that may mean the individual requires more frequent repositioning or preferential positioning off damaged areas", "no support surface can entirely replace repositioning." Based on the analysis, the link between the mattress and the deterioration of the pre-existing pressure injury could not be found. The arjo product was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. There was no product malfunction found, the device therefore meet its specification. The link between the mattress and the patient's serious injury was not found. The complaint was assessed as reportable due to the allegation of a serious injury sustained while using the velaris mattress.

Manufacturer narrative:
On 11 march 2026, additional testing was performed. Based on the newly available information, the conclusions were updated. This report is submitted to replace the previously submitted final report (B)(4). It was reported that the patient sustained a pressure injury on the lower back requiring surgical debridement. Allegedly, the patient was sunken into the large crevice in the mattress. The mattress was inspected after the reported issue and was found to be in good working order. No malfunction was identified. One of the hypotheses assessed during the investigation was whether the reported mattress concavity and the patient¿s pressure injury could be related to the disconnection of the tube-set from the pump. The investigation determined that the temporary mattress concavity described by the customer can occur depending on the moment at which the tube-set is disconnected from the pump. According to the system design, disconnecting the tube-set after switching off the pump and allowing sufficient time for pressure stabilization leads to full equalization of all cell groups, as intended. However, if the tube-set is disconnected while the system is still operating in the alternating-pressure cycle, the cells that are in the inflated phase seal at the reactive-mode valve closing pressure (approximately 15¿mmhg) and cannot fully equalize until reconnected. Manufacturer bench testing confirmed that this condition results in a temporary indentation that resolves on its own and is consistent with the intended operation of the hybrid system. This behavior does not indicate a malfunction, and the mattress was confirmed to function within its specifications. Therefore, the hypothesis that the patient¿s pressure injury was related to the tube-set disconnection was not supported by the findings. Additional information provided by the customer indicates that the patient had a small pre-existing pressure ulcer prior to using the velaris mattress, and that the wound subsequently deteriorated over the course of approximately one month, and its size was described as being close to the size of a softball ball. The product's IFU emphasizes that the hybrid mattress represents only one aspect of care, and that if wounds do not improve, or if the patient¿s condition changes, the overall therapy regimen must be reassessed by a healthcare professional. The IFU further states that the velaris hybrid mattress system is intended to be used as part of a comprehensive pressure injury management protocol, which explicitly includes regular repositioning, nutritional support, and skin care (IFU, intended use section). This aligns with the international epuap/npiap/pppia clinical practice guideline, which states that support surfaces alone cannot prevent pressure injuries and that regular repositioning is required regardless of the type of surface used. The customer also reported that the patient was "lying on the metal frame". The velaris mattress is a hybrid foam-air system. Each cell contains both foam and air. An internal foam component provides continuous patient support regardless of air pressure conditions. Due to this construction, surface deformation or immersion does not result in loss of support or direct contact between the patient and the underlying bed frame. When the patient changes position, air passively redistributes between the sections, allowing the surface to adjust and help redistribute pressure. This process occurs automatically and does not require the use of an active pump. No abnormal behavior of this mechanism was observed during the investigation.' The repositioning frequency and methods¿individualized according to the patient¿s tolerance and risk factors¿are essential. According to prevention and treatment of pressure ulcers/injuries: quick reference guide prevention recommendations. The international guideline. Forth edition (25 february 2025): "it is good practice to determine appropriate and individualized repositioning intervals based on comprehensive assessments of the individual's" and "it is good practice to assess for signs of early skin and tissue injury that may mean the individual requires more frequent repositioning or preferential positioning off damaged areas", "no support surface can entirely replace repositioning." Based on the analysis, the link between the mattress and the deterioration of the pre-existing pressure injury could not be found. The arjo product was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. There was no product malfunction found, the device therefore meet its specification. The link between the mattress and the patient's serious injury was not found. The complaint was assessed as reportable due to the allegation of a serious injury sustained while using the velaris mattress.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be provided.

Event description:
It was reported that the patient sustained a pressure injury on the lower back requiring surgical debridement. The patient was sunken into the large crevice in the mattress. The mattress was inspected after the reported issue and found in good working order. Additional information received from the customer suggests that the staff might have disconnected the air hoses from the mattress.

Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.